Event description:
It was reported that a recently implanted catheter was found to be leaking near the connector site through a fluoroscopy check. The pt was taken to surgery that evening following the pump check and during surgery, it was discovered that the sutureless connector had become disconnected from the pump. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
.